Manufacturer narrative:
The service engineer evaluated the ventilator and reported thermal damage on the power controller printed circuit board.

Event description:
Medtronic received report that the ventilator was generating error codes. The ventilator was not on a patient at the time of the event.